Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging she was unable to check her blood glucose on her onetouch ping meter remote due to an "error 1" message. The complaint was classified based on the customer care advocate's (cca) documentation. The alleged issue began on (B)(6) 2011 just prior to contacting lfs. The patient reportedly was experiencing symptoms of "shaking and blurred vision" prior to using the meter remote and that is why she was going to test her blood glucose. Per the onetouch ping owner's manual, an "error 1" message means there is a problem with meter remote. It is unknown if the patient made any changes to her usual diabetes management routine as a result of the error 1 issue and the patient denied receiving any form of medical treatment. At the time of troubleshooting, the cca noted that the meter emote was not being used for the first time. Error 1 messages are usually not resolved with training and a replacement was sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged product issue remained unresolved.